Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two days post implant, pacing failure was observed on the ventricle lead. The threshold had increased to 5.0v 0.4ms. X-ray imaging confirmed lead slacking and minor dislodgment. There was surgically intervention performed to correct the positioning of this lead. No further adverse patient effects were reported. This lead is currently still implanted and in service.